Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and the customer was hospitalized multiple times. As the alarms occurred in the past, troubleshooting was unable to be performed. There was no information provided regarding the customer's blood glucose or hospitalizations. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.